Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc2408560 model: sc-2408-56, serial: (B)(4), batch: 18989378.

Event description:
It was reported that the patient was having stimulation issue and therefore underwent an explant procedure. No further information could be obtained despite good faith effort.